Manufacturer narrative:
Device is under investigation. Further evaluation is currently in progress.

Event description:
Mnav rep reported the surgeon was inaccurate and missed the lesion. The site acquired another image data set for navigation and was successful on their second attempt to remove the lesion.